Manufacturer narrative:
Concomitant medical products: metasul head; item# unknown; lot# unknown; metasul head adapter; item# unknown; lot# unknown. Therapy date: (B)(6) 2012. The manufacturer did not receive devices or x-rays for review. As no lot number was provided, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on left side and underwent revision due to loosening, elevated metal ion levels, chronic inflammation, corrosion, marrow fibrosis and fluid collection.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6, h7, h9. Correction: b4, g4, g7, h10. Review of event description: patient was implanted on the left side underwent revision surgery due to loosening, elevated metal ion levels, chronic inflammation, corrosion, marrow fibrosis and fluid collection. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis. Conclusion no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced above in h7 and h9, zimmer gmbh will close this case. Zimmer biomet¿s reference number of this file is (B)(4).